Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for an unknown endovascular treatment on (B)(6) 2004. It was reported that the patient presented emergently to hospital approximately fourteen years later it as reported upon review of the patient's films, the patient had a type iii endoleak between the patients gore cuff and anuerx stent graft. It was reported the main body of the aneurx was the location of the type iii endoleak. It was decided to place an endurant ii aui graft extended with an endurant ii flared limb, with a fem-fem by pass to resolve the endoleak. It was also reported that the patient previously presented emergently on an unknown date with aneurysm rupture in a different state. Several gore cuffs were placed during an intervention procedure for the rupture due to anuerx migration and the left limb was also relined with gore limbs. As per the physician, the cause of the type iii endoleak was due to the patient's anatomy. It was reported the previous aneurysm rupture was due to neck dilation and degeneration. No additional clinical sequalae were reported and the patient is fine. Medical history; aneurysm rupture.

Manufacturer narrative:
Film review summary: the exact cause of the events could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films including images after the reported aaa rupture event, were not provided for comparison. CT¿s returned from 12-½- 14 years post-implant revealed that aneurx bifurcate had earlier migrated into the aaa sac, and a gore aortic cuff had been implanted bridging the proximal gap. During this last CT surveillance period the gore aortic cuff was confirmed to have detached from the aneurx bifurcate and there was a junctional type iiia endoleak. The maximum aaa diameter had also increased from 107 to 116 mm, and the infrarenal neck angulation had increased from 80 to 85deg lt-rt from 50 to 60 deg a-p. In addition, the aneurx cuff on the left side also appeared to have previously migrated out of the lcia and was positioned within the bottom of the aaa sac, having been extended with another manufacturers stent graft which extended tortuously to the distal portion of the left common iliac artery. Both CT¿s also showed that the gore aortic cuff and bifurcate aortic body contained significant thrombus (~15mm flow lumen), with lesser amounts of thrombus observed within the right iliac cuff and proximal extent of the contra limb. No thrombus was observed distal to the devices; bilaterally. It is possible that disease progression and the severely angulated proximal neck may have contributed to the bifurcate migration, and may have also led to the separation between the bifurcate and cuff. Severe iliac artery tortuosity may have also been a contributor to the left aneurx cuff pulling out of the left common iliac artery. The cause of the observed stent graft thrombus is unknown, but may also be related to the tortuous anatomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure, the anuerx cuffs were implanted in the common iliacs not in the neck of the aorta. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: yrecx22375, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: yrecx22375, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.